Event description:
An unrequested bolus was delivered. The pump was returned from the customer with a note that stated, "bolus non stop, but patient does not ask for it". No specific patient information , pump programming, or event details were provided. There were no reports os any adverse patient events while the device was in clinical use.